Event description:
It was reported that the right ventricular (rv) lead showed oversensing with episodes of short interval counts (sic) and noise. The lead remains in use with continued physician monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4) - the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted the sensing function was oversensing on the right ventricular (rv). One ventricular non-sustain tachycardia (v-nst) 60 ms on (B)(6) 2012. Concomitant continued: d164vwc implantable cardioverter defibrillator (B)(6) 2007. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.